Event description:
It was reported that cgm displayed error message 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed error did not recur, and successfully started new sensor session; no additional information was received regarding any further outcome.